Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that a capio device was used during a procedure. The bullet broke off of the suture and flew off the table in the opposite direction of the patient. This most likely suggests that the dart detached from the suture. No patient complications were reported.